Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose was 467 mg/dl. The customer received no delivery alarm during bolus. During troubleshoot, customer ran 5.0 unit fixed prime and insulin exited. Customer also reported low reading of 40 mg/dl. The insulin pump was not returned for analysis.